Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date about six months ago. The patient now has dyspareunia and a tender area under the urethra. A cysto revealed a mesh erosion in the distal third of the urethra at the six o'clock position.